Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn(B)(4) was performed from date of manufacture 03/12/2015 to present date 10/07/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there were multiple led display segment failures. It was reported there was no patient involvement.